Manufacturer narrative:
H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The reported primary failure mode, related to partial deployment due to a stuck deployment line, was unable to be independently confirmed during engineering evaluation. Engineering evaluation did observe that there was partial deployment of the outer zipper of the returned device, however deployment was able to be continued with traction at the knob. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The hazardous situation identified from the event description and the observations of the investigation of this complaint identified the following potential device failure modes from the risk management file in relation to the reported stuck deployment line: failure to deploy (endo remains constrained on catheter), zipper caught on stent, and unable to pull deployment line through catheter lumen. The investigation could not confirm the cause of the reported hazardous situation nor the reported primary device failure mode.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21: device will be returned and will be under engineering evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 5mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat left superficial femoral artery occlusion. The puncture site was right femoral artery. A loach guide wire was used in conjunction with a c2 catheter to enter the left femoral artery, and an amplatz guidewire was placed. A cook 6 fr sheath was inserted from right femoral artery to left and a v18 guidewire was used to pass the target lesion. Vsx device was advanced to target lesion through guidewire. Significant resistance was experienced during deployment. The deployment knob was pulled around 2 cm. Several attempts were tried without success. Therefore, the vsx device was withdrawn. Another 6mm x 5cm vsx device was used to complete the procedure successfully.